Event description:
It was reported that the patient passed away on (B)(6) 2025, during the procedure to implant the implantable cardioverter defibrillator (ICD) system. No other details were provided.additional information received indicated that an autopsy was not performed. There had been no procedural complications; however, the patient passed away possibly due to complications from anesthesia.

Event description:
It was reported that the patient passed away on (B)(6) 2025, during the procedure to implant the implantable cardioverter defibrillator (ICD) system. No other details were provided.